Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Customer administered a correction bolus to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they will change their infusion site and call tandem technical support if future assistance is needed.